Event description:
It was reported that during injection of viscoelastic into the pt's eye the cannula and the luer lock detached from the syringe, resulting in damage to the capsular bag. An anterior vitrectomy was performed and an anterior channel lens was placed.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.